Event description:
According to information received from the user facility, (B)(6) in the USA, a patient underwent a thyroid radiofrequency ablation (rfa) procedure on (B)(6) 2026 using a starmed star rf electrode_fixed (model: 18-07s10f, lot no. De251128005). During the procedure, the patient reportedly complained of pain. The physician team initially believed the discomfort was related to the ablation site. No visible skin abnormalities were reportedly identified immediately after the procedure. Approximately two days later, the patient returned to the user facility, and multiple burn injuries were identified on both lower legs. Wound care treatment for the affected areas is reportedly ongoing. During follow-up discussions with the user facility, it was confirmed that the patient had been wearing nylon stockings during the procedure and that two grounding pads had been applied over the nylon stockings below the knees rather than directly on the patient's skin. The grounding pads and electrode used during the procedure were reportedly discarded by the user facility and are therefore unavailable for manufacturer evaluation.

Manufacturer narrative:
Starmed became aware of this event on may 2, 2026, involving a patient who reportedly experienced a skin burn following an rfa procedure using the suspect device. According to the information currently available, the patient received medical treatment for the affected area, and the exact severity and root cause of the event have not yet been conclusively established. The suspect device was discarded by the user facility and is therefore unavailable for manufacturer evaluation. As a result, direct functional and physical examination of the actual device could not be performed. A review of the device history record (DHR) (DHR#: de251128005) for the associated lot was conducted, and no abnormalities or nonconformities related to the manufacturing or final inspection processes were identified. In addition, as of the date of this investigation, no similar complaints involving the same suspect device lot have been identified. Furthermore, additional cases involving the grounding pad lot used in this event (lot no. 250825003) were reviewed, and no identical or similar burn-related events have been identified to date. Information obtained through follow-up communication confirmed that the patient was wearing nylon stockings during the procedure and that the grounding pads had been applied over the nylon stockings. The instructions for use (IFU), st-um-23(f)e(us)(rev.3), includes instructions and warnings related to grounding pad application. In the "grounding pad" section, the IFU states that correctly attaching the grounding pads at the appropriate part is crucial for safe and effective use of the equipment and is particularly important for preventing pad-site burns. In section 7.2, "grounding pads," the IFU further instructs users to avoid air bubbles between the grounding pads and the patient's skin during application and, if necessary, to remove hair at the site and clean and dry the area. Based on the information currently available, a use-related issue associated with grounding pad application was identified. The potential contribution of procedural or use-related factors, including grounding pad application conditions, remains under investigation. However, because the actual device and grounding pads used during the procedure were discarded and are unavailable for evaluation, the investigation conclusion has not yet been established. Based on the investigation conducted to date, no abnormalities related to the manufacturing or final inspection processes have been identified. Starmed will continue to monitor this event and evaluate any additional information received. A supplemental report will be submitted if significant additional information becomes available.